Manufacturer narrative:
Evaluation: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2009. It was reported the pt had lost approximately (B)(6) since implant. As a result, the physician surgically repositioned the ipg pocket site. Since the ipg was repositioned, the pt cannot elicit any response from the ipg via the device charger or the pt programmer. The physician suspected the ipg pocket site may be too deep. Attempts to obtain additional information regarding the pt's condition and/or device status were unsuccessful. According to the manufacturer's device registration system, the ipg remains implanted. No further pt complications were reported.